Event description:
A customer reported that during a procedure, the system did not mix the gas and the straight gas was injected into the eye and caused blindness to the patient. Additional information was received indicating the doctor had the nurse draw sf6 gas from the system and thought it was mixed. The surgeon then injected the gas into the patient's eye. The patient went to the ER that night with nausea and vomiting. The nurse was unsure if the patient had vision at that point. A gas exchange was performed and the patient was noted to be seeing some light through the eye.

Manufacturer narrative:
The company service representative examined the system and found the system met product specifications upon arrival. The company service representative used the customer's auto gass fill (agf) consumable. The company service representative purged and filled the syringe successfully with test air five times with each gas type. The purge settings were changed to three for the last round of tests. All agf functions were performed without failure. The system was then tested and met all product specifications. A company clinical analyst reviewed the file and state: the auto gas fill (agf) consumable pak is a system only accessory that is designed to be automated gas filling process to initiate some user steps in the conventional manul method of operative gas syringe filling preparation. As for agf functionality, historical practice involves an intricate process between the scrub nurse and circulator with the scrub nurse aseptically managing (manually filling) the sterile syringe and the circulator responsible for managing the non-sterile gas canisters in supplying the gas. The gas filling of the syringe was done manually by connecting the syringe (with a hydrophobic air filter in between) directly to the gas bottle to be utilized. The agf was primarily developed to lend automation to this manual process, eliminating the need for a circulator (who needs to hold the gas tan-now supplied by the console). This agf function is therefore a user-convenience and efficiency feature in the system and is clinically used to fill the supplied 60c syringe with approximately 20ccs of concentrated gas selected to be utilized (sf6 or c3f8) for the procedure. The user still determines the proper concentration (gas/air ratio) to be injected by manually mixing the concentrated gas in the syringe with filtered air (air filter also supplied in the pak) with guidance in gas percentage to syringe cc conversion found in the console's auto gas fill pop-up screen. The rear stop that attaches to the rear adaptor limits the fill volume of gas to 20cfc by limiting the travel of the plunger to conserve gas as a typical procedure requiring gas tamponade utilizes a gas to air mix ratio of only 13 to 20% and 20cc of gas in a 60cc syringe represents 33%. The rear stop also acts as a visual reminder that gas contained within the syringe had not been mixed and requires further dilution with filtered air by the user prior to administering to the patient. In summary, the agf function does not mix (dilute) or inject the gas automatically for the operator/surgeon, these steps are still manually performed by either the scrub nurse or the surgeon. This also well described in the products directions for use (dfu). The information in the complaint report appears to point to use error more than the system or consumable failing to perform as intended. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely root cause of the customer reported event is a failure to follow the proper procedure when mixing the sf6 provided by the auto gas fill function. (B)(4).